Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6). Implanted: (B)(6) 2021. Product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the battery lights were flashing and they didn't know if it was charging or not. Patient tried different cords in the docking station and the same thing happened. Patient also mentioned they had an MRI this evening, but they couldn't get their ins charged. Patient said their ins has been depleted for about a week or so and they just started to try and charge today. Patient service specialist had patient perform a hard reset on recharger while in the docking station as well as outside of docking station. The issue was not resolved. An email was sent to the repair department to replace the device.